Manufacturer narrative:
The device code was updated. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na h3 other text : na.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for sodium (na) on a cobas pro ise analytical unit. Patient 1 initial result was 143 mmol/l. The repeat result was 131 mmol/l. Patient 2 initial result was 141 mmol/l. The repeat result was 130 mmol/l. Patient 3 initial result was 141 mmol/l. The repeat result was 129 mmol/l. Repeat testing was performed on (B)(6) 2023. It is not known which results were believed to be correct. Results were reported outside of the laboratory. The na electrode lot number with expiration date was not provided.